Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During preparation, the device operated as expected. The mitraclip xtw was advanced through the steerable guide catheter (sgc), inserted within the patient and steered to the correct location. While testing the grippers within the atrium it was identified that one of the grippers would not descend. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. The mitraclip xtw was tested outside of the patient and the gripper remained unable to descend. A new mitraclip was selected and successfully implanted within the patient and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the harness was observed to be pinching the gripper cover and the gripper cover was observed to be bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and the results of the returned device analysis, the reported single gripper actuation issue and observed bulky gripper cover appear to be due to the harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.